Manufacturer narrative:
The customer requested help retrieving history off the database server and requested info regarding inop alarms. A philips field service engineer (fse) and a philips technical support engineer, provided phone assistance. They were informed by the hosp biomedical engineer that the event was an internal matter and that the philips equipment was functioning to specs. The biomedical engineer informed philips there was no need for personnel from philips to be on site since the equipment was functioning properly. There have been no further calls logged from the customer regarding this issue. The involved device remains in use at the customer site.

Event description:
Constructed from conversations with biomed and his observations of pt data/wave review info: a pt was on telemetry and at approx 8:43 am there was a life threatening alarm reported at central station. Then at around 11:30, one brief r wave, then nothing. The pt expired at approx the same time. The customer does not know any add'l info about inop alarms, etc.